Event description:
It was reported that this patient with a history of sinus tachycardia and slow ventricular tachycardia (vt) experienced inappropriate shock therapy from this subcutaneous implantable defibrillator (s-ICD) system. The physician was unable to reprogram the device to prevent future potential inappropriate therapy due to the patient's complex morphology. The s-ICD system was subsequently explanted and replaced with a trans-venous implantable cardioverter defibrillator (ICD) system to resolve the event. The explanted system was discarded and will not be returned for analysis. The patient was stable with no additional adverse effects.